Manufacturer narrative:
The product implicated is a 9.5fr d/l catheter w/percutaneous insertion kit. Returned for evaluation is a guide wire, only, the guide wire has multiple kinks and bends along its length, and is frayed at the distal end. The 'j' tip is missing. The tip weld is intact at straight proximal end. When the sample is straightened it measures approximately 34" long. The outer coils are straightened and elongated, and shifted off-center at the frayed end. The core wires are protruding out from the coils at 16"=17" from the welded proximal tip. A history review of lot #36fh1766 indicates no related mfg issues, and no other field complaints reported for this lot. Notes in the file indicate that a piece of the guide wire broke off during insertion. When they tried to remove the wire it resisted and stretched until it broke. The broken fragment was removed under fluoroscopy through an incision. The retrieved fragment was not returned for evaluation. The damaged area of the guide wire is examined under 5-30 magnification. The outer coils have been elongated and shifted off center at several locations. Under close examination, the coils are scratched and nicked in the areas of the most severe kinking. They appear to have been cut by a sharp edge. The loose end of the outer coil wire appears jagged and broken. The inner core wires are both protruding out from the coils. The exposed ends are twisted and bent, and narrow toward their broken tips. This type of damage occurs when user attempts to retract the guide wire after inserting it through the introducer needle. The guide wire can snag on the sharp edge of the needle tip which can deform or cut the wires when pulled. The instructions for use suggests retracting the introducer with the guide wire if necessary to reposition. The damaged guide wire is confirmed, and should be recorded as user-related due to evidence of improper insertin technique.

Event description:
During placement, the guidewire was inserted, when tring to remove the guidewire, it resisted & stretched out. A piece of the guidewire broke off in the pt. They were able to remove the piece using fluoroscopy.